Manufacturer narrative:
Evaluation summary: "as received the ring is in a linear fashion. Suture threads are evident in the sewing ring. Some cuts are detected in the sewing fabric. No other inconsistencies detected or in the x-ray." Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results were included in the initial medwatch report filed. Please note that in the initial medwatch report filed, stated "device not returned"; however, it should state "x-ray".

Event description:
It was reported that the device was explanted after an implant duration of approximately 1.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and dehiscence.

Event description:
It was reported to boston scientific corporation the a percuflex plus ureteral stent was going to be used in a ureteroscopy procedure (patient age, gender, and weight unknown). According to the complainant, during the procedure, the stent was broken when it was removed from the package. There was no reported damage to the outside of the package. The case was successfully completed using a second percuflex plus ureteral stent. The patient was reported to be "fine" at the conclusion of the procedure..